Event description:
It was reported that suture placement using two proglide devices was successful in both common femoral arteries using the preclose technique prior to an endovascular abdominal aortic aneurysm repair procedure. The arteriotomies were 6f and the vessels were moderately calcified. Reportedly, there was leaking around the sheath on the left groin, it appears the inserted 8f sheath had kinked. The wire had been removed and physician did a cut down to assess the situation and continued with the procedure. The sutures were removed during the cut down procedure. The sheaths were upsized to 16f and 22f. On the right side the sutures of the two successfully deployed devices did not achieve hemostasis. An additional proglide device was deployed but hemostasis was not achieved. A surgical cut down was performed to achieve hemostasis. The procedure was prolonged for 4 hours. Hospitalization was prolonged. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other additional proglide devices referenced are being filed under separate medwatch MFR numbers. It was reported that calcification was noted in both the right and left common femoral arteries. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.